Event description:
Emt's attended to a pt diagnosed in cardiac arrest. The pt's down time was not known. The device was attached to the pt and an attempt was made to perform an ECG analysis. The device allegedly displayed a constant 'connect electrodes' message and analysis was inhibited. Electrode connections were checked with no problems observed. The pt was described as not excessively hairy and with dry skin. A backup defibrillator was made available and used. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. He said use of the defibrillator would not have made a difference in the pt's outcome.